Event description:
Update 12/18/13 - plaintiff¿s preliminary disclosure form was received, which identified left dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated 01/12/14.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege severe pain in the hip region, difficult walking and elevated cobalt and chromium levels in blood and restricted range of motion.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.